Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the emergency room as the patient had received inappropriate therapy. It was found that the right ventricular (rv) lead was t-wave oversensing. The lead¿s sensitivity was adjusted to prevent the oversensing. The rv lead remains in use. No further patient complications have been reported as a result of this event.